Event description:
It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic cardiac catheterization. Reportedly, after uneventful clip deployment, the device was difficult to remove. The plunger remained depressed and the locator wings did not collapse and retract. In accordance with the instructions for use a dilator was inserted into the access ports to facilitate device removal. The plunger was also cycled in and out and the device was removed. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the clip was fully deployed. Inspection revealed normal external components; however, the device's safety release slider/button was displaced into the handle's internal cavity. There was no indication the safety release mechanism was used; the thumb advancer had not be retracted. All of the other internal components of the handle were undamaged and in their proper locations for a clip deployed unit. Further inspection revealed bent locator wings. The displaced safety release slider is consistent with use error, determined to be the root cause, when the slider is pressed downward and not slid distally. The downward force applied to the slider displaces it into the internal cavity of the handle. The bent condition of the locator wings is consistent with difficult to remove devices where the locator wings did not collapse into the delivery tube after clip deployment and force was required to remove the device from the patient. This subsequently bends the locator's wings. The returned device showed no other damage or malfunction detected that may have explained the bent locator's condition, leaving the root cause for the bent locators as undetermined. Although anatomical conditions may have contributed to the observation, none were provided. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.